Event description:
It was reported the patient experienced a headache and neck pain post-trial procedure. The physician suspected a cerebrospinal fluid (csf) leak. The patient was instructed to consume caffeine and lay flat. The symptoms persisted and the patient's trial lead was later removed.